Manufacturer narrative:
There are no indications of any system or component failure or malfunction. The patient reported lessening of pain symptoms and the removal of the system was per the patient's personal choice. The tined leads are designed for stability and not intended for removal, thus contributing to fracture of those components while attempting to explant.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. After using the system for some time the patient reported reduction in pain symptoms and gradually stopped using the nalu system. In (B)(6) 2025 the patient requested to remove the system since it was no longer being used. A system explant was performed on (B)(6) 2025, however during the procedure one of the tined leads fractured and the distal end was unable to be retrieved. The second tined lead was cut, leaving the distal end in place. Plan for removal of the remaining lead fragments was not shared with the firm.